Event description:
The nurse was using a saf-t holder to draw blood from a PICC line. When she tried to disconnect or unscrew the device from the PICC line, the male luer connector of the saf-t holder broke off inside the carefusion maxplus needless connector that was attached to the PICC. The maxplus connector needed to be replaced on the PICC.